Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. This pacemaker was successfully replaced. No additional adverse patient effects were reported.